Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarms could be confirmed in the history file due to the history file erased. The erased history file was caused by several alarms for corrupted history files. No unexpected check settings or low reservoir alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received motor position encoder error, motor sensor test error and motor error alarms on the insulin pump. Customer believed motor error alarm occurred following a bolus delivery. The customer then changed out the infusion set. Troubleshooting was performed. The displacement test was passed, but the customer received a low reservoir alarm. The customer had a back-up plan of manual injection. The insulin pump had not been exposed t o a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.